Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 158 mg/dl. It was found in the history that the insulin pump alarmed motor position encoder error. No further information provided.

Manufacturer narrative:
No motor position encoder error alarms noted in history file. No motor error alarm noted. The insulin pump was unable to prime during prime test due to moisture damage on force sensor relay. No further tests could be performed due to prime/fill anomaly. The motor was tested outside the device and passed. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.